Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 20mmx 3.50mm promus premier stent was selected for use, however, the physician noted that the stent struts were deformed and were bent outwards while outside the body. The procedure was completed with another promus premier stent. No patient complications were reported and the patient's status was fine. Patient was then discharged.